Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device sensitivity was out of specification. (B)(4).

Event description:
It was reported that the device was requested to be tested. The device was returned to the manufacturer for service and repair, it was analyzed and tested out of specification. No patient complications were reported as a result of this event.